Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4020c-08 biocomposite screw (no batch indicator provided) was received for investigation. Visual inspection identified breakage along the midline of the biocomposite screw, in between the second and third threads (when starting from the hex). Stripping was noted at the distal-most thread at the tip of the screw. It was noted that the manner of bone preparation employed during the procedure, as well as the bone quality encountered, were not recorded. The observed condition of the device is most likely the result of improper bone preparation, and/or prying/leveraging the screw on the driver during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an anterior cruciate ligament surgery the screw broke off inside the patient. The broken piece was retrieved from patient. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.